Manufacturer narrative:
(B)(4). Lot number not provided, UDI not provided, re-processing information not provided, since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The procedure performed was a tension free vaginal tape urethropexy. The pre-operative diagnosis was type ii stress urinary incontinence. The post-operative diagnosis was type ii stress urinary incontinence.